Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor was fractured. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and rising thresholds. A rv replacement was planned. No patient complications have been reported as a result of this event.